Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #14 perforated the sinus during insertion.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4310. One (1) 3i t3 tapered implant 6/5 x 8.5mm (bopt6585) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs use. There was bone debris on external threads. There was damage from the removal process at the implants collar section. Damage from the removal process was seen at the internal hex. Also, there was blood and debris on the internal threads. No signs of malfunction that would contribute to the event. The reported event is non-verifiable with the information provided. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing actionable trend or non-conformance / CAPA / hhe / d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review was completed for the subject lot number (2021091298). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities complaint history review was performed for the reported lot number (2021091298) for similar events and no other complaint was identified. The device could not be functionally tested for the reported failure/event (perforated sinus). Therefore, the reported event could not be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. However, based on the investigation, IFU and risk file review, the most likely cause determined from the investigation is clinician inadvertently selects a length of implant that is too long for the depth of osteotomy prepared, inadequate treatment planning. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.